Event description:
It was reported via service report that the footend breaker tripped preventing xpert from inflating. Patient involvement and adverse consequences are unknown.

Manufacturer narrative:
Circuit breaker was reset. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the device's instructions for use.